Event description:
On (B)(6) 2010 the patient reported the down button of the infusion device is no longer responding. He noticed this yesterday. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.